Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the user was scanning the patient who was simultaneously undergoing a coronary artery bypass graft (CABG) procedure, the transducer prompted a usacquisitionhw_31 error message. The message instructed the user to reboot and reconnect the probe. The user rebooted the system and the procedure was delayed by 30 minutes. There was no loss of data but the procedure was repeated because the user needed to re-evaluate the patient's heart condition. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was no visible damage at articulation sleeve area. The system error 31 was reproduced during system test. The inter-connectivity test failed at thermistor net. Through destructive analysis, it was found a thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The possible root cause was determined as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. The corrective action for this issue was gastro flex thermistor trace width has been widened in the tolerance to reduce cracking through capa2017-11000337 since mar. 2017. This defective transducer is prior to the corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.